Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the battery function was being tested, the battery indicator alarmed and the ventilator shut down a few minutes after the alarm. It was reported that the battery was fully charged. The battery was replaced by the distributor to correct the problem. There was no patient involvement. However, there was too short a time between the alarm and the ventilator shut down for the user to react if this event were to recur.